Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on a patient in special procedures. The sheath was being placed into the patient's left bascilic vein. The insertion was a standard needle punctured vein, the spring wire guide (swg) was introduced and then the sheath followed. The swg was then removed, tourniquet released and the catheter was introduced into the sheath. The clinician was not able to advance the catheter into the sheath and so they pulled back on the hub. The hub easily pulled out, but the sheath remained in the vein. The radiologist was contacted and the sheath was removed in the angio suite using hemostats. The radiologist then inserted a new sheath and completed the catheter placement. There was no delay in treatment, no patient death and no patient complications were reported. The patient is fine and the procedure was completed.